Event description:
The customer reported poor image quality, noise, on both screens and continues even when rebooted. This may cause the system to intermittently become unusable due to the poor image quality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The image processor and video controller boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.